Manufacturer narrative:
(B)(4).

Event description:
The patient had two blood patches in one week during the trial. The trial helped. The patient went on to have a device system implanted. The drug being used during the trial and patient symptoms were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.